Manufacturer narrative:
(B)(4). The clear insulation was missing. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. The knife did not advance when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. This can happen when the user places excessive tension on the jaws, forcing them out of alignment. The IFU cautions the user to not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device was unable to cut the patient¿s tissue. There was no injury to the patient. The device was returned to covidien and visual inspection discovered that the clear insulation was missing and not returned. Additional questions were asked in regard to the incident but, at this time, there has been no response.

Event description:
The site stated that the insulation fell off during the procedure, however it did not fall into the patient cavity. When the clear insulation was about to come off, the surgeon removed it before it could fall into the patient's cavity. This is believed to be a single port surgery.